Event description:
Per the oos, there is an "apparent lead fracture causing noise on the ventricular channel and the pt has received multiple inappropriate shocks." The lead was replaced with another linox td 65/16. There are no adverse events reported for this pt.